Event description:
During insertion of b braun triple lumen catheter, the physician encountered some resistance and had difficulty passing the wire. When the wire was removed it was frayed and broken.